Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50 , serial: (B)(6) , batch: 21014263/21355316. Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70 , serial: (B)(6) , batch: 19690087/20261498.

Event description:
It was reported that the patient experienced inadequate stimulation. No device malfunction was suspected. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.